Event description:
Related manufacturer reference number: 2017865-2021-39908, 2017865-2021-39911. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The reported event was for patient death. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.